Manufacturer narrative:
Investigation summary received five (5) used. List #am6154, 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock; lot #13907590. As received, sample #3 observed to have the tubing separated from the manifold. Sample #4 observed to have the nanoclave body separated from the spike. No other physical damage or anomalies observed. Sample #2 was unable to confirm complaint. The other 2 samples, confirmed customer complaint of leaking from tubing bonding connection point. Probable cause, incomplete insertion during manufacture process in ensenada. DHR lot #13907590 and relevant commodities were reviewed, the following discrepancy was found. Exception type: ncmr document ID#: 24983 list #: x1-5020 lot #:13854654 report quality during functional test had 2 pieces with leak. The total order quantity of (B)(4) pieces is stopped as impacted. 1 sample of 2 inspected pieces was rejected and in dynamic sampling 1 sample of more than 250 inspected pieces was rejected.

Event description:
The event involved a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock where the customer reported a leak from the tubing bonding connection point. There was patient involvement but no harm or adverse event. The investigation found malfunction of tubing separation which makes this report 2 of 4.